Event description:
Home pt reported leaking tubing, also alleging peritonitis. Call to pt's home coordinator (rn) on 6/5/98. Rn out for the day and will be back on 6/8/98. Sample is available for examination. 6/8/98 rn verified the pt's peritonitis. Cultures grew pseudomonis and staphyloccus aureus. Pt placed on vancomycin and cipro. Rn stated the tubing leaked. 6/18/98 pt stated she will send in sample this week.